Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4).

Event description:
A facility representative reported that prior to an implantable collamer lens (icl) implantation procedure, the lens tore during loading. The lens was not implanted. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming.